Event description:
It was reported that the atrial lead of an asymptomatic patient had exhibited a loss of sensing. The lead was deemed unnecessary. It was capped without replacement during a device changeout procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.